Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, the returned suture assembly only has a piece of the fiber tape white/black. The anchor or white/blue suture was not returned for investigation. The distal end of the shaft was bent. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the implant and the suture broke. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.